Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer found a crack in the cartridge. The customer's blood glucose level was not impacted. Reportedly, apidra insulin was used in the cartridge.

Manufacturer narrative:
.